Event description:
It was reported that the syncopal patient was presented for a routine follow-up with complaints of collapsing frequently. A review of stored electrocardiograms revealed high ventricular rates and ventricular noise reversion episodes. The patient's device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.